Event description:
During a hardware removal, a screw driver head broke while inside the patient. Radiology imaging was taken to remove the pieces. A final xray was taken and read by radiologist who confirmed object removed.